Event description:
It was reported that the customer had high blood glucose readings of over 500 mg/dl. Customer reported having frequent urination. It was noted that the police took the insulin pump from the customer and they did not have it at the moment. Customer was treated with a shot of insulin and their blood glucose readings came down to 320 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.